Event description:
It was reported that during a lap cholecystectomy procedure, the device misfired. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled, fed and formed 8 clip conforming and one malformed clips due to bypass and one double feed. In addition the orange indicator did not show up after the device locked out. The instrument was disassembled and no anomalies were found with the internal components. While no conclusion could be reached as to what may have caused the firing issue. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.